Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using two proglide devices after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the first proglide device was attempted to be deployed but it was unsuccessful. A second proglide device was attempted but it was still unsuccessful. The physician said that it was due to the patient being obese and hence the suture was found broken when the plunger of both proglide devices was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.